Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low"; although specific value was not provided. Suspected cause was due to having a correction factor that was too high. Customer administered a glucose shot to address bg. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.